Event description:
It was reported during a laparoscopic appendectomy while using the ez35b the surgeon fired the device and could not get the jaws of the device to open. The surgeon converted to open to retrieve the device. He was still unable to open the jaws of the device and consequently had to cut tissue to remove the device. The rep stated the scrub tech reported the surgeon pulled the firing handle first or both handles together (at the same time). The surgeon reported to co's rep he used the device properly.